Manufacturer narrative:
The c503 analyzer serial number was (B)(6). There were multiple "abnormal cell blank" alarms; these alarms indicate dirt in the cell. The field service engineer (fse) performed an instrument check, which suggested issues with the ultrasonic mixer (usm), sample pipetting, and cell rinse. The usm, reagent probes, and a sample probe were adjusted. The cell rinse volume, prime wash solution flow path, and mechanisms were checked. The instrument check was repeated with improved results. The customer performed qc. The investigation is ongoing.

Event description:
The initial reporter questioned positive results for multiple patient urine samples tested for online dat cannabinoids ii (cannabinoids ii) on a cobas c 503 analytical unit between (B)(6) 2025. The following are examples of discrepant results for 2 patient samples. Patient 1 result from the c503 analyzer was 21.7 ng/ml. The sample was tested by liquid chromatography-mass spectrometry (lcms), and the result was 6.02 ng/ml. Patient 2 result from the c503 analyzer was 82.5 ng/ml. The sample was tested by liquid chromatography-mass spectrometry (lcms), and the result was 0.3 ng/ml.

Manufacturer narrative:
The customer has changed the cut-off for cannabinoids ii from 20 ug/l to 25 g/l. Upon making this change, the customer has seen a decrease in the number of questionable positive results. The customer provided the following information: (B)(6) 2026, 19 questionable positive results out of 100 samples. (B)(6) 2026, 18 questionable positive results out of 116 samples. (B)(6) 2026, 10 questionable positive results out of 76 samples. No specific comparison results were provided.